Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post-operatively. A database analysis indicated that during the replacement the ipg was unable to communicate but once recharged communication was restored.

Event description:
A report was received that the patient was experiencing communication difficulties. After charging, communication was restored. A database analysis of the ipg confirmed premature battery depletion.

Manufacturer narrative:
Analysis of the ipg sc-1132 (sn (B)(4)) revealed that the complaint was confirmed. The u2-application ic was damaged. Despite the depleted device was capable to be charged, it would not link to associated remote at a later time due to excessive battery leakage. The impedance between vh and ground was low. These are the typical symptoms of the application ic damage due to exposure to high-voltage transients causing internal shorts in the component. It was reported that electrocautery was used during leads removal procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Event description:
A report was received that the patient was experiencing communication difficulties. After charging, communication was restored. A database analysis of the ipg confirmed premature battery depletion.

Event description:
A report was received that the patient was experiencing communication difficulties. After charging, communication was restored. A database analysis of the ipg confirmed premature battery depletion.